Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the integrated electrosurgical unit (iesu/generator) displayed an error c-34 when using monopolar instruments. Prior to contacting an intuitive surgical technical support engineer (tse), the operating room (or) team already replaced the instrument and cable; however, the issue persisted. The tse reviewed the unit's error logs and identified several error codes [number: 25913 (c-34)]. The error did not clear after the esu was restarted. Therefore, the procedure was completed using an external generator. There was a delay of approximately one (1) hour due to this issue. Additionally, it was reported that blood had to be transfused to the patient. Upon further communication with the medical facility, it was reported that the bleeding occurred while using the third party esu (i.e., the erbe generator was not involved in patient incident). The esu was distributed to a hospital in poland.

Manufacturer narrative:
The esu was returned and evaluated at erbe USA. The reported erroring was verified. Inspection/testing revealed that the hf generator printed circuit board (pcb) was the cause of the erroring. No determination was made as to what caused the pcb's nonconformance. Nevertheless, the board was replaced and the erroring ceased. After the repair, an alignment (i.e., a calibration) was performed on the esu to ensure that all parameters are within specifications. Finally, a technical safety check was performed on the generator to confirm that all features are functioning properly. The esu was calibrated and meets specifications. In conclusion, erbe equipment was not involved in the patient event. It appears that the blood lost was caused by the surgery itself using the non-erbe esu.

Manufacturer narrative:
The esu is in the process of being returned to erbe USA for inspection/testing and based upon the report (servicing/including repair). Per the provided manuals, the reported erroring indicated that the generator was experiencing an issue with voltage which requires the replacement of a printed circuit board(s). Finally, we do not know if the blood transfusion was due to the time delay, underlying disease state of the patient, use of the external generator, etc. No issues were found when reviewing the device history record of the involved device. Any additional information as to the root cause of the event, besides servicing/repair of the unit, will be provided in a follow-up report. No trends have been identified.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the integrated electrosurgical unit (iesu/generator) displayed an error c-34 when using monopolar instruments. Prior to contacting an intuitive surgical technical support engineer (tse), the operating room (or) team already replaced the instrument and cable; however, the issue persisted. The tse reviewed the unit's error logs and identified several error codes [number: (B)(4) (c-34)]. The error did not clear after the esu was restarted. Therefore, the procedure was completed using an external generator. There was a delay of approximately one (1) hour due to this issue. Additionally, it was reported that blood had to be transfused to the patient. The esu was distributed to a hospital in (B)(6).